Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav6. Other: bivalirudin. Hypotension and bradycardia may occur during this type of procedure and are listed in the instructions for use as known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, could not be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb.

Event description:
It was reported that during the procedure, a xact stent was successfully deployed in the right internal carotid artery. Immediately after removal of the emboshield embolic protection filter, the patient developed hypotension (blood pressure 94/50). Two intravenous doses of neosynephrine were administered with improvement of blood pressure (113/70). The patient's baseline blood pressure was 165/79 with heart rate 79. The patient was transferred to the intensive care unit (ICU) in stable condition. While in the ICU, the patient became hypotensive and dopamine drip was initiated. The patient was discharged home one day post procedure with no medication prescribed for treatment of hypotension or bradycardia, and instructions to hold metoprolol and restart on (B)(6) 2011. The patient's blood pressure at discharge was 100/47 with heart rate 56. Though requested, no additional information was provided.